Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited episodes of noise. No intervention was performed and there were no patient consequences. The patient will continue to be monitored.